Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the irrigation tubes were bent when the product was opened for a cataract procedure. The tubes were extended to aid in the process; however, the anterior chamber became unstable during the procedure. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed. This is the second complaint for the finished goods lot and for this issue for this lot. The device history record shows the product was released per specifications. Two wet cassettes were received and visually inspected. Sample one was returned used with surgical residue in the entire cassette and drain bag. A portion of the manifolds were cut leaving 15¿ on the aspiration and on the irrigation manifold 17¿ to the cassette insertion. The drain bag was cut off leaving 4¿ from the top of the seam. The irrigation line was bent at 1 1/2 inch from the cassette insertion. Lab stock irrigation/aspiration (I/a) and administration manifolds were connected to the returned cassette for functional testing. Sample two was returned unused with the paper band still intact in an open tray. The irrigation line was bent at 1 3/4 inch from the cassette insertion. The tail measurement was 6"; the coil was 7", and the overall length was 75". The irrigation tubing was measured by a calibrated ruler. The samples were tested using a console representing the current software version . The samples primed and tuned with the ultrasonic handpiece successfully. No message code, no fluid or air leaks, and no cracks on the luers were found. Irrigation and aspiration flow rates and the irrigation free flow at were all within specification. Fluid flowed from the solution bottle to the irrigation and aspiration manifolds and continuously to the cassette housings. No leakage was found on the drip chambers. No occlusion was found in all manifolds. While the customer¿s complaint of bent tubing was confirmed for both samples received, only sample two could be functionally tested with the manifolds returned. Testing of sample two showed that the bend was cosmetic and did not affect the performance of the product. The cause of the bend could not be definitively determined with the information available to date; however, this defect is consistent with a defect observed when the tubing is improperly placed in the tray during the manufacturing process. The customer should be reminded to return complete samples for full evaluation of the product used during the reported issue. After the investigation of this complaint, it has been determined that no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).